Event description:
Rn noticed that patient's fentanyl bag has not looked like it has decreased in amount over the last 8 hours of shift. Unhooked fentanyl from patient and looked to see if drips were coming out. None were so did a bolus to see if that would cause drips to come out. None did. Switched the pump out for a new one and that one had drips coming out. Patient has been without fentanyl for an unknown amount of time. Earlier in the shift, having trouble with high heart rate (120- 130's), coughing, and tachypnea(30-60's). Once fentanyl was working, patient was able to calm down. Also, when rn came on shift, pump beeped that volume was out. Rn added volume due to the bag looking full. After looking back in chart, looked like a previous rn pulled fentanyl from pyxis the day prior, but documented it in the chart as not given. Unsure if wasted product or returned to pyxis. No new bags have been documented since (B)(6) 2022. FDA safety report ID# (B)(4).